Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed abnormal pacing impedance measurements, and the associated device had reached elective replacement indicator (eri). A revision procedure will take place in the near future. Printouts were sent to boston scientific technical services (bsc ts) for review. Bsc ts discussed that the gradual increase in rv pace impedance with no change in the other measurement could most likely be linked to a calcification of the lead tip. A specific behavior of this calcium deposit is the increase in pacing impedance without change in stimulation threshold. It was also discussed that the pacing therapy can't be monitored any longer because the pacing impedance is out of range. It was suggested that if the device is going to be replaced, then the physician might consider replacing the lead. Subsequently, additional information was received that the associated crt-d was replaced, and a new extra rv lead was added. The patient now has four leads implanted. The replacement procedure was performed without complications. There were no adverse patient effects reported.